Manufacturer narrative:
Inspected 1 random opened/used sensor and found sensor broken with missing parts. See attached photo for details. Unable to confirm customer received sensor damage due to customer returned opened/used.

Event description:
The customer reported via phone call that they switched out the sensor due to the sensor meeting its sixth day life cycle and adhesive not sticking due to soap being on belly. Customer's blood glucose level was 140 mg/dl. Sensor will be returned for analysis.